Manufacturer narrative:
Additional information: h6. Five cases of delayed infection have been reported, and in all cases¿including this one¿the products had been sterilized prior to use, fistulas formed, antibiotics were prescribed, and removal of the products was not necessary. Stryker's medical expert confirmed that the products were not the cause of the fistulas, and since all cases investigated followed the same pattern, the events are considered side effects related to the diagnosis or surgical procedure and not product-related issues. Based on the investigation, there are no indications of a malfunctioning product or problems related to design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time.

Event description:
No new information.

Event description:
It was reported that a delayed infection resulted in swelling and pain.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.